Event description:
Caller reported a malfunction on pump, but there were no notable events leading up to it and customer's blood glucose level did not exceed 500 mg/dl. Technical support assisted caller by providing pump reset information, enabling the caller to reset the pump successfully, and malfunction code did not recur afterwards. Customer was instructed to continue using pump and advised to call back if malfunction code reappears. Caller confirmed understanding of instructions.